Manufacturer narrative:
(B)(4).

Event description:
Information received by medtronic indicated that sensor did not insert and did not had a filament. No harm requiring medical intervention was reported. The sensor will be returned for analysis.